Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional from vietnam of peritonitis in a patient coincident with dianeal pd2 1.5% dextrose therapy. On (B)(6) 2012, the patient experienced diarrhea and bacterial peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2012 the patient was admitted to the hospital. The cause of the peritonitis was reported to be related to digestive diarrhea. On an unreported date, the patient began antibiotic treatment with cefazolin and fortum. On (B)(6) 2012, the patient was discharged from the hospital. The outcome was not reported. Bacterial peritonitis with (B)(6) was unrelated to therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No assignable cause was determined.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. On (B)(4) 2012, patient's catheter was removed and dianeal therapy was withdrawn. The patient has not recovered.